Event description:
It was reported that stent damage occurred.   The 95% stenosed, 38x2.75 mm, eccentric, de novo target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. Following the insertion of a non-bsc guide wire, predilation was performed. Subsequently, a 2.75x38mm promus element¿ plus drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the physician noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. The device was received with the stent protector and product mandrel inserted. A visual and microscopic examination found no issues with the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 38x2.75 mm, eccentric, de novo target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. Following the insertion of a non-bsc guide wire, predilation was performed. Subsequently, a 2.75x38mm promus element¿ plus drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the physician noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.